Event description:
It was reported that "customer was using vcare in a hysterectomy case and when attempting to manipulate found that the handle became loose from the shaft. Therefore, when trying to rotate side to side, the handle would turn and the shaft would stay still completely eliminating any use of the device." Product was discarded. Not sure of lot code and product number.

Manufacturer narrative:
An adequate evaluation could not be conducted as the complaint device was discarded by the facility. A review of the manufacturing documents from the DHR/lhr was not possible as no lot number was provided. Review of the complaint history for the past 12 months identified complaints of similar nature. Corrective actions have been put in place to minimize the potential for this failure mode to occur. Without the device/lot number, we cannot confirm any manufacturing defect or when this lot was manufactured compared to corrective action. We are considering this complaint complete and closed.